Event description:
Contact reports the three implanted expedium polyaxial screws, catalog no. 179722650, lot afgbd4, migrated dorsally. The devices were explanted. Note: a fourth expedium polyaxial screw with a different lot code was also reported to have migrated dorsally as part of this event. See mfg report# 1526439-2006-00041 for that device.